Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose value was 65 mg/dl and 179 mg/dl. The customer treated low blood glucose with carbohydrates. The customer also reported that the insulin delivery had stopped. The insulin pump will not be returned for analysis.